Manufacturer narrative:
MDR 1000317571-2022-00125 / device 9 of 10 common device name: dressing, wound, hydrophilic product code: nac role of complainant : regional clinical specialist name of hospital : (B)(6). PMA /510(k) #: exempt. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
It was reported by regional clinical specialist for company that the woc (wound, ostomy, and continence) nurse told him that ten dressings from one market unit the dressing were not as absorptive as the other company's dressing and left the wound with areas of maceration. They had been trialing the product as a replacement for other company¿s foam dressing. Three attempts have been made and one electronic mail (email) was sent requesting further information to contact the woc (wound, ostomy, and continence) nurse but it was not possible to contact her. No additional information is available at this time. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
H10: investigation summary. A batch record review was completed, and no discrepancies were found. Aquacel foam pro 15x15 1x10pk nai was manufactured under system application product (sap) code 1724192 and manufacturing lot number 1l02871 on 26 nov 2021. Lot # 1l02871 was sterilized under reference (B)(4) and released on review of results of sterilization provided by sterilization company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 1l02871. There were 2 complaints for this affected lot number in database - this complaint for maceration and the additional complaint noted above for the dressing leaving residue in the wound. One photograph was received for this issue and had been evaluated in accordance with work instruction. The photograph confirms the expected lot number and product, but does not show the complaint issue. The samples under complaint were requested for investigation as part of complaint records, received on 29th june 2022. A non-conformance record was raised as a result of the related complaints relating to silicone residue. The original complaint states that the dressings were being trailed as a potential replacement for competitor¿s foam dressings, and that the nurse felt the dressings were not absorptive as the competitor¿s product and that the wound was left with areas of maceration. The sample dressings received were tested for fluid uptake as per product specification for aquacel foam pro dressings. The fluid uptake results for the dressing from lot 1l02871 was found to be within specification, so the maceration noted by the complainant may indicate that the dressing size was not suitable for the exudate levels released by the wound. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.